Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account without packaging and one device sealed. The reload was opened and the shipping wedge was evaluated. It was observed that the anvil engagement tab was partially crushed. This tab acts to impede the movement of the knife when loading the reload onto the instrument. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure, surgeon noted that there was deformation of the yellow tab. The event was found on 2 reloads that came from the lot number. Surgeon used another reload coming from other lot number to resolve the issue. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.